Event description:
It was reported the surgeon states that the tensioner springs are loose due to aging and prolonged use. No patient involvement. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the cas ligament tensor size 4-xf has the anterior surface severely scratched. However, the reported "loose" condition cannot be confirmed. Functionality issues cannot be assessed through a photo investigation. The observed surface damage appears to be associated with unintended use error. Femoral cuts should not be performed while the ligament tensor is in place; the scratches are likely consistent with a saw blade coming into contact with the device during use. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the cas ligament tensor size 4-xf would not have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.